Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
Additional information: a review of radiographic images shows ap and lateral lumbar films preop with severe degenerative disc disease with osteoporosis. Initial surgical treatment is a lumbar decompression, l5/s1 tlif and posterolateral fusion with pedicle screws. Subsequent films show lysis about the l5 screws necessitating revision to include the arthritic l4 level as well. This surgery appears appropriate and represents simple failure of bone/implant interface to adequately hold during the fusion process.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.